Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) while in navigation the navigation system became unresponsive. Representative was unable to exit navigation as the screen was not responding. System was hard shutdown. Upon booting up representative was unable to move past the registration screen when went back to patient. Site re-registered the patient and proceeded with the procedure. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were evaluated by medtronic personnel. The logs showed that the system was used on a frequent basis and that the performance monitor should have exited the application software but did not. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.